Event description:
Boston scientific received information that the patient was in hospital for a cardioversion when a staff member noted that the patient's heart rate increased significantly. When the field representative interrogated the device he observed that the minute ventilation (mv) was set to five, so it was decreased to four with no affect on the patient's heart rate. After decreasing the mv to three, the patient was sent on a hall walk but their heart rate was still reaching their maximum sensor rate quickly, so mv was decreased to a setting of two. This setting allowed the patient's rate to return to their lower rate limit. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.